Manufacturer narrative:
The patient¿s age was not provided. Unique identifier (UDI)# -( device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 9 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 6.5 years of support, multiple intermittent pump stoppages and low speed hazard alarms occurred during power module support, and while the patient was moving in bed. The patient was asymptomatic and was admitted to the hospital. No alarms could be reproduced when the external driveline was manipulated; however, pump stoppages were able to be reproduced when the patient performed upper body movements. X-ray images showed a possible indication of compromise near the pump end bend relief. It was suspected that there was a damaged wire on the portion of the driveline internal to the patient. The pump was exchanged on (B)(6) 2017. It was reported that a damaged pump end bend relief was found upon explantation of the pump. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted device was returned assembled with the driveline cut approximately 1 inch from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 12 inches and 25 inches in length. Examination of the driveline confirmed the report of a fractured pump end bend relief. Visual inspection of the pump end bend relief noted that the silicone layer of the driveline at this location was slightly rippled, consistent with fractures due to fatigue failure. The evaluation did not reveal any defect or damage to the driveline that may have contributed to the bend relief fracture. Furthermore, the bond between the silicone adhesive and the bend relief appeared intact. Reports of a fractured pump end bend relief have been investigated and a corrective action was implemented to address this issue. This device was manufactured prior to the implementation of the design enhancement. During preparation for electrical continuity testing of the proximal portion of the driveline, the red and orange wires pulled free from the pump housing as a result of the tensile stress applied to strip the insulation from the wires. This indicates that the inner conductors of the red and orange wires had been completely fractured. No insulation damage was observed prior to the removal of the conductors of the red and orange wires. The attempt to strip the insulation from the brown and yellow wires also caused their insulation to elongate at the pump housing. Visual inspection of the wires revealed that the insulation of both wires were intact; however, electrical continuity testing revealed that there was no continuity, indicating the inner conductors of the brown and yellow wires had also been fractured. No discontinuities were observed on the green and black wires. Electrical continuity testing of the distal portions of the driveline did not reveal any discontinuities or shorts. All of the observed wire damage occurred at the nipple of the pump housing and appeared consistent with fatigue failure due to repetitive movement of the wires at this location. However, the evaluation could not conclusively determine when the damage occurred. The left ventricular assist device operates on a three-phase motor, where each phase is powered by two redundant wires. The red and orange wires comprise phase 3; therefore, the fracture of the inner conductors of the red and orange wires would have caused the pump stop and low speed events. Additionally, the fractured inner conductors of the red, orange, yellow and brown wires would have caused driveline fault alarms to occur. Examination of the outlet stator revealed a tissue-like deposition. This finding of deposition in the outlet stator is reported under MFR report # 2916596-2017-02663. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.